Event description:
The customer's parent reported via phone call that the customer's insulin pump was exposed to moisture. Customer's parent stated the buttons on the insulin pump were not functional as a result of the moisture exposure. It was also reported the customer had a blank display on their insulin pump. Customer's blood glucose was unknown. It was also reported the customer observed a rainbow display for the numbers on their insulin pump the previous night. Customer's parent reported no alarms occurred after the moisture exposure. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronic assembly. Moisture was also noted on the motor assembly. The device was received without the original battery cap. The following cosmetic damage was noted during visual inspection: cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.